Manufacturer narrative:
(B)(4). It was reported that it was difficult to withdraw lasso nav variable eco catheter through a 8.5 f st jude slo sheath (ref 406948) at the end of an afib. Ablation procedure. The tip of the lasso catheter was curved. No patient consequence was reported. Catheter was inspected upon receipt and it was noticed that the catheter lasso loop was bent and electrode # 1 was damaged. Per the visual condition and event reported, catheter ods were measured and all were found within specifications. The catheter was inserted into an IFU recommended sheath and no resistance was experienced. Further information received indicates that resistance was noticed while withdrawing the catheter; this might contributed to the catheter damages since the IFU indicates to avoid the usage of excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. A deflection and contraction tests were performed and the catheter failed during contraction test. Further examination revealed that the puller wire and tubing braid were found slid down causing the lack of contraction of the catheter loop however it does not appear to be contributed to the resistance experience during the procedure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a curve tip has been verified since the catheter loop was found bent; however no resistance was experienced during the analysis. The root cause does not appear to be manufacturing related. The catheter electrode damage might be related to the efforts to withdraw the catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/08/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Upon arrival, the device was visually inspected. Lasso loop was deformed and bent on proximal side ring #1 pu margin. Ring #1 was split and edges was folded over and sharp. Damaged pu margin stick up off ring #1 on proximal side.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17369815l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that it was difficult to withdraw lasso nav variable eco catheter through a 8.5 f st jude slo sheath ((B)(4)) at the end of an afib. Ablation procedure. The tip of the lasso catheter was curved. No patient consequence was reported. This is MDR reportable as it could potentially cause vessel damage or cardiac structure damage during forceful withdrawal.